Event description:
It was reported to philips that the device failed to start during clinical use due to a dcps issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System reboot resolved issue; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).